Manufacturer narrative:
No k7040-001 spiros product samples, videos, or photographs were returned for investigation. The DHR for lot 3244017 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information in concomitant medical products and MFR site.

Manufacturer narrative:
The device was received on may 8, 2019 for evaluation. One (1) new k7040-001 spinning spiros and one (1) used k7040-001 spinning spiros with the severed distal male luer of an elastomeric pump connected were returned. The devices were pressure leak tested as returned and both met pressure leak expectations outlined in the product performance specification. The complaint was unable to be confirmed. The used k7040-001 spinning spiros had been used with an elastomeric pump. The dfu states: to prevent the possibility of leakage when the spiros is connected to the end of an elastomeric infusion pump, activate the clamp on the pump line and/or connect the spiros to the female port of the elastomeric pump in order to make a closed fluid circuit. The lot number of the returned devices is 3244015. The customer was asked for clarification as to whether the returned samples were the lot number involved in the event. She replied stating she had asked the pharmacy for one of the devices that was currently being attached to the infusor bottle. She taped it to the outside of the bag containing the used device. She is unsure why the lot numbers are different.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event occurred on an unknown date and involved two spinning spiros closed male luers attached to an infusor bottle which caused a spill of an unknown chemotherapy medication when the nurse placed the bottle on the chair side table. The spill came into contact with the healthcare provider¿s gloves, which were immediately removed and the provider¿s hands were washed. The chemo spill was cleaned per facility protocol, the product was replaced, and the therapy was resumed. There was no patient involvement, no adverse event, but there was a delay in therapy as another bottle had to be mixed. This captures the first of two devices. No additional information was provided.